Manufacturer narrative:
Continuation of d10: product ID 3587a, serial #: unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3587a, serial/lot #: unknown. G2: the country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient's ins was being replaced due to normal ins battery depletion. The replacement ins impedances were above limits with no possibility to deliver therapy; impedances for all contacts were displayed as 40,000 ohms. The cable was disconnected several times with both the 0-7 and 8-15 channels of the ins with no change in impedance. System impedances were tested with a wireless external neurostimulator; one contact was listed as "avoid" with impedances ranging between 14,000 and 15,250 ohms. They retried the connection with the ins and impedances were showing as 40,000 ohms for all contacts. A few hours later, the patient underwent a revision to implant another ins, and only one electrode was shown as having a high impedance of 40,000 ohms. The patient had effective therapy. The cause of the impedance issue was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the implant of another ins happened during the same procedure than the one when we did all the troubleshooting (disconnect cable, test with a wens, etc).

Manufacturer narrative:
H3 device evaluation: analysis of the implantable neurostimulator (ins) found a cosmetic cut on the front seal of the #8-15 connector port, leadframe #6 was scratched, a suspected melt mark on the connector module between leadframes #6 and #7, and that the access hole adhesive of the ins was cut and breached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.